Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Not returned.

Event description:
It was reported that the suction catheter detached while in use. No injury to the patient was reported.

Manufacturer narrative:
One used sample was received without original packaging. Visual examination confirmed that the bushing was detached from the cone adapter. Under uv light, there was visible evidence of application of adhesive on the catheter bushing. However, under uv light the cone adapter had the appearance of inconsistent application coverage. The root cause was confirmed as a manufacturing issue. Corrective actions have already been initiated. A risk analysis was completed and based on the likelihood of event occurrence the overall risk remained within the same acceptable range. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4).